Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a 15 unit bolus instead of a 1.5 unit bolus and blood glucose (bg) lowered between 50-60 mg/dl. Carbohydrates, juice, and soda were consume to treat bg level. Customer declined a follow up call from tandem technical support.